Event description:
Patient presented with high lead impedance. X-rays were ordered for the patient; however, the x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent surgery and the explanted generator could not be interrogated due to battery depletion. Battery life calculation was performed confirming battery depletion. The explanted generator has not been received by product analysis to date. No known surgical intervention has occurred with the lead to date.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The pulse generator would not interrogate. The pulse generator was opened. The measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. Other than the noted event (no communication due to eos), the device performed according to functional specifications.